Event description:
A surgeon reported noting four to five patients with glistenings four to five years following intraocular lens (iol) implant surgery. He also reported that it was difficult to visualize for the yag capsulotomy for one of these patients. The surgeon was unwilling to provide any further information. There are two medical device reports for these events. This report is for the "two to five" patients.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. (B)(4).